Event description:
It was reported that the patient's device reached elective replacement indicator (eri) after less than four years of use. Premature battery depletion was suspected. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4): the device was returned, analyzed and analysis revealed that the device did not meet expected longevity, the cause is unknown.